Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported recurrent mitral regurgitation was a result of slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip detached from one leaflet while remaining attached to the other leaflet; mitral regurgitation increased. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 3-4. One mitraclip was implanted, reducing the mr to grade 1. On (B)(6) 2018, a control echocardiogram was performed and a single leaflet device attachment (slda) was noted. Mr increased to grade 2-3. The clip had detached from the posterior medial leaflet while remaining attached to the anterior medial leaflet. The patient was asymptomatic due to the slda. Medication was provided. No additional information was provided regarding this issue.